Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to the implantable pulse generator (ipg) no longer holding an adequate charge. The patient also had a need for magnetic resonance imaging (MRI) conditionality, which was accommodated through the replacement. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The location of the device is unknown. Postoperatively, the patient was doing well. Additional information was received stating that the ipg was retained by the facility and will not be returned for analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to the implantable pulse generator (ipg) no longer holding an adequate charge. The patient also had a need for magnetic resonance imaging (MRI) conditionality, which was accommodated through the replacement. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The location of the device is unknown. Postoperatively, the patient was doing well.